Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had failed battery and there was nothing on screen. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Customer states the battery cap scuffs on the battery cap that might be damage. Customer states battery compartment was corroded. Customer states the spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.